Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of fracture of the cage glenoid center cage, which led to pain. The cause of the fracture cannot be determined from the picture and information provided. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, approximately one year postop the initial ltsa for this 70 y/o male, the glenoid plastic sheared off the center peg and was causing the patient a lot of pain and was revised to a reverse with a short stem. It was reported there was no trauma. Patient was last known to be in stable condition following the event. Device will not return due to facility policy.

Event description:
As reported, approximately one year postop the initial ltsa for this 70 y/o male, the glenoid plastic sheared off the center peg and was causing the patient a lot of pain and was revised to a reverse with a short stem. It was reported there was no trauma. Patient was last known to be in stable condition following the event. Device will not return due to facility policy.

Manufacturer narrative:
Pending evaluation concomitant device(s): 310-61-50, 6468055 - stemless humeral head short, 50mm (beta). Stemless core. 300-30-10: equinoxe preserve stem 10mm. 310-00-50: equinoxe, humeral head, extra short, 50mm. 300-50-45: 4.5mm short rep plate.

Event description:
As reported, disassociation of polyethylene. Exact date unk: left tsa glenoid shear failure on (B)(6) 2021 xr: the (B)(6) y/o male patient doesn't recall any specific moi and was in pain. The case report form indicates this event is possibly related to devices or procedure. This event report was received through clinical data collection activities. Hospital policy will not allow return of explants. Patient was last known to be in stable condition following the event.